Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2011, time: 12:00pm, inratio: 1.2. Date: (B)(6) 2011, time: am, lab: 2.42. Patient is on tube feeding.